Manufacturer narrative:
Investigation summary: it was reported by the sales representative that the glue that holds the needle to the plastic has leaked. To aid in the investigation, one photo was received for evaluation by our quality team. The photo shows a needle assembly with no packaging blister or plastic shield. It has white epoxy drip over on the needle. This defect can occur during the assembly process. The plastic hub is placed under the cannulator, then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it. After, a plastic shield is assembled. In this case, the misfeeding of the cannulator may have induced the epoxy on the needle hub. A device history record review was completed for provided material number 305125, lot 0022982. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the cannulator settings and product flow was performed finding everything correct. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the epoxy holding the bd precisionglide¿ needle to the hub leaked out. The following information was provided by the initial reporter: "I have a defective syringe needle. It appears that the glue that holds the needle to the plastic has leaked."